Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
One seems to be falling apart...did come off in my mouth-oral-b/power oral care refills [device breakage]. Case narrative: consumer stated over phone that consumer bought a pair of oral-b toothbrushes and one seems to be falling apart. It did come off in mouth. No injury reported